Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reason for the return could be confirmed. It is believed that the device survived an over current detection event during a high voltage shock delivery for vt/vf, and the device entered backup vvi operation. The cause of the reset could not be determined but it is believed to be related to the over current condition detected at the shock delivery. Analysis of the returned device found normal device characteristics.

Event description:
It was reported that the device exhibited backup mode with a power on reset and over current detection. The device was explanted and replaced.